Event description:
The customer reported that the intellivue mx500 patient monitor did not alarm for a low spo2 value of 39%. The device was in use monitoring a patient at the time of the reported issue. No death or patient / user injury or harm was reported.

Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
A philips key market (km) remotely interviewed the customer who was onsite. The km confirmed with the customer the spo2 sensor was placed on the finger and produced solid waveforms and signal quality. The customer had been using a non-original spo2 sensor which did not produce an inoperative message. The customer identified that spo2 would only read 37 which was too low, but the signal was strong at this point. To resolve the issue, the customer went back to using the original philips oxygen probe (B)(6). After the customer resorted to using the original philips oxygen probe sensors, the device was returned to functional use with no further issues identified. The device remains at the customer site.